Event description:
It was reported that the rear tip extenders (rtes) for the inflatable penile prosthesis (ipp) were too long for the patient. The preconnected ipp pump was removed and replaced with a new one with smaller rtes. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.